Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. K163194.

Event description:
(B)(4)¿the dentist reported that 27 days after dental implant was installed in intraoral region 29#, it had to be removed because the patient was in pain. The patient presented bone type iii and immediate implant was performed.